Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a heart rate of 90 and 120 beats per minute which was observed via smart phone and watch. In addition, this lead was coming out of the involved device, causing pain to the patient, but was discussed and deemed of no concern per the clinic. The boston scientific technical services consultant could not verify the accuracy of the heart rate displayed on the smart watch. As of this time, this rv lead remains in service. No adverse patient effects were reported. Additional information indicated that the patient was remotely checked, and atrial fibrillation with rapid ventricular response was noted, which explains the elevated heart rates. The lead that was coming out was not confirmed as the patient was not checked in person.